Manufacturer narrative:
(B)(4). The device was not returned for evaluation as there were no product malfunctions or procedure complaints. The device history review was completed and there is nothing in the device history review to indicate the devices were released with any non-conformances that would have contributed to the complaint.

Event description:
On 08/04/2017, the distributor was made aware of a surgical procedure for laa closure with the atriclip ach150/CABG/mvp were the patient was off pump, on 11/16/2017, the distributor made the manufacturer aware of the event. Post procedure, the patient had catecholamine administered and his ejection fraction was 20%. The patient died during the initial procedure timeframe of cardiac failure. The surgeon attributes the cardiac failure to patient¿s condition and stated that the death had no relationship to the clip and that there were no procedural complications. The date of the initial procedure and death were not reported.